Event description:
Healthcare professional reported right side "patient¿s concerns with the product" and deflation. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4; a.5a; a.6; g.1; h.6.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, broken plug strap, and one curved opening. A microscopic analysis and leak test were performed which identified one sharp crease opening, one striated opening, broken plug strap, and wear abrasion. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment was one sharp crease opening in the posterior side assessed as fold flaw opening, one striated opening in the posterior side assessed as surgical damage, and broken plug strap assessed as unidentified (tear) opening.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "patient¿s concerns with the product" and deflation. Device remains implanted.